Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons were less responsive and harder to press. The customer's blood glucose level was over 200 mg/dl. The customer reported that the insulin pump rejected the new battery and chunk casing was missing around the battery compartment. The device will not be returned for the analysis.